Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod, gave corrections and gave a manual injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.remove from b5 - describe event or problem = it was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod, gave corrections and gave a manual injection. Remove from h10 - addtl mfg narrative = according to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Add to b5 - describe event or problem = it was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being dislodged and bent, while wearing it on the abdomen. For treatment, the parent changed out the pod, gave corrections and gave a manual injection. Add to h10 - addtl mfg narrative = according to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Add to medical device problem code = a040609 material twisted/bent.